Manufacturer narrative:
It was reported that during treatment error er0d occurred in the dual pressure module (70105.3595). A getinge field service technician (fst) has been sent for investigation. According to service report #(B)(4) dated on 2021-01-27 following works has been done: the pressure and pressure transducer cable (medex mx 960 logical transducer kit, hl20 ref. (70102.0719) was replaced preventively. During a second check, a random error er0d was detected in the dual pressure module (70105.3595) with the power led turning off. The dpm 20-440 dual pressure module was also replaced. A functional check and test was performed, being correct. The dpm performs a stop test on startup to ensure that the assigned pump will be stopped if the pressure limits were exceeded. If this fails, the message er0d will be displayed. A defective dual pressure module (dpm) was already investigated in a similar complaint #(B)(4). According to investigation report (#(B)(4)) dated on 2017-11-28 the error ¿er0d¿ could be reproduced (acc. To service manual en02, chapter 9.6.1: ¿stoplogic test failed or error of the stop selection switch.¿). During selftest the "stop-test" failed. The most probable root cause could be determined as defective transistor, which was disturbing the stop signal processing. Thus the reported failure could be confirmed. The review of the non-conformities during the period of 2018-11-16 to 2021-02-08 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The following information was received on 2021-02-15: "during a second check, a random error er0d is detected in the dual pressure module (70105.3595) with the power led turning off. The user was unable to lower the pressure transducer and was unable to select free mode to continue the surgery. They had to finish the emergency crank surgery. Due to this information the reporting decision was changed. The affected part is replaced and a functional check and test is performed, being correct. Complaint #(B)(4).